Manufacturer narrative:
Implant date: lens was not implanted. Explant date: lens was not implanted, therefor not explanted. Initial reporter telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was cracked during the surgery. It was removed because it separated into two pieces after implantation into the eye. Through follow-up we confirmed that the lens was discarded after it had been cut-up and removed from the eye. A different lens was implanted successfully with good patient outcome. No further details were provided.

Manufacturer narrative:
Patient age, weight and ethnicity: information unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted, therefor not explanted. Initial reporter telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was cracked during the surgery. It was removed because it separated into two pieces after implantation into the eye. Through follow-up we confirmed that the lens was discarded after it had been cut-up and removed from the eye. A different lens was implanted successfully with good patient outcome. No further details were provided.